Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported, the platform displayed red alarm led, "lift lifeband and restart". Customer reporting the issue is intermittent. The user was able to clear the issue by lifting the lifeband up and fully extending it, but it stops again after 5-10 compressions. No known patient consequence was reported.

Manufacturer narrative:
The customer reported complaint for the platform displaying "lift lifeband and restart" message was not confirmed during archive review and initial functional testing. There were no device deficiencies found during evaluation of the platform which could have caused or contributed to the reported complaint. Visual inspection was performed and found the head restraint brackets, load plate cover, encoder cover damaged and platform's top cover show signs of corrosion. Further evaluation of the platform found a defected load cell. The autopulse platform is a reusable device and was manufactured on 2006 it has exceeded its expected service life of 5 years. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device and is unrelated to the reported complaint. Following the repair, the autopulse passed all testing successfully with no issue or faults observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse serial number (B)(4).